Event description:
Caller reported that the insulin gauge displayed an amount different from what was expected. There was no reported adverse impact to the customer's blood glucose level. Technical support guided the caller through filling and loading a new cartridge, with the caller planning to monitor the situation and follow up if needed.